Event description:
A distributor representative from a foreign country reported an infection after a janetta procedure (also called microvascular decompression) in which duraseal was used. The patient underwent surgery in 2007. Two months, patient was readmitted to the hospital with an infection. Antibiotics were administered and a bone flap re-operation was performed. A cell culture was also done, but the results were not specified. Upon further discussion, the surgeon stated that he had removed the duraseal prior to that way, which he described as purulent. He also characterized the infection as a deep wound infection. The same day, the patient recovered without further incident.

Manufacturer narrative:
A bone flap infection was reported after a janetta procedure (also called microvascular decompression) in which duraseal was used. Following re-operation, the patient recovered without further incident. The duraseal instructions for use (IFU) states that the "hydrogel implant is absorbed in approximately 4 to 8 weeks, sufficient time to allow for healing." Bench-top testing has shown duraseal does not support microbial growth.